Manufacturer narrative:
510k: this report is for an unknown locking: screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a hardware removal of the locking compression plating system (lcp) of the distal tibia due to infection. Initially, the patient was implanted with an lcp system on (B)(6) 2018. The surgeon commented that the patient had developed skin ulcers early on, which caused infection from wearing his post-op boot too tight. The hardware was removed, and the removal surgery was completed. The patient is ok. Concomitant devices reported: lcp one-third tubular plate with collar 5 holes/57mm (part number 241.351, lot unknown, quantity 1); 3.5mm lcp distal tibia t-plate 3 hole/64mm (part number 02.112.203, lot unknown, quantity 1); 2.7/3.5mm va-lcp anterolateral distal tibia pl/6 holes/left (part number 02.118.205, lot unknown, quantity 1); screws: locking (part number unknown, lot unknown, quantity 10); screws: cortex (part number unknown, lot unknown quantity 9). This product complaint, (B)(4), is related to (B)(4) and (B)(4). (B)(4) captures the 10 of 23 devices, (B)(4) captures the 10 of 23 devices, and (B)(4) captures the 3 of 23 devices. This report involves one (1) unknown screws: locking. This is report 7 of 10 for (B)(4).